Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 5mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition. It was further reported that the balloon was inflated twice at 20 atmospheres for 10 seconds respectively before it ruptured at 22 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition. It was further reported that the balloon was inflated twice at 20 atmospheres for 10 seconds respectively before it ruptured at 22 atmospheres for 10 seconds.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.